Manufacturer narrative:
It was previously reported that the device had been returned for evaluation. The device has not been returned. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to MDR 1226348-2016-10742 for information regarding the second device involved in this event.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The surgeon was changed setting zero. After that the patient moved to ICU. When the surgeon started monitoring of intracranial pressure showed minus 45mmhg on the display. The surgeon thinks that proper value is 2-3 mmhg. What's caused this problem? No adverse consequence to the patient was reported.